Event description:
Due to a compromised weld of the post to the mounting bracket, the left rear caster broke off the console cart when the cart was pulled backwards.

Manufacturer narrative:
Investigation to date: no injuries were incurred as a result of the caster breaking at (B)(6). The therapist was able to support the cart until a supporting block was positioned under the unit. This caster is a silver-colored caster that was manufactured by a third-tier supplier in (B)(4). The failure resulted from a machining operation that compromised the weld of the post to the mounting bracket. The facility in (B)(4) has been disqualified as a supplier for our part for more than a year, and the second-tier supplier is providing casters from its company-owned facility in (B)(4) only. The machining operation found to compromise the weld on the (B)(4) operation found to compromise the weld on the (B)(4) caster is not performed on the (B)(4) casters. As a preventive action, calypso medical will inspect any sites with suspect casters from the (B)(4) facility and replace with the (B)(4) made casters, which are visually distinguishable. (B)(4) made stem-posts are finished with yellow chromate and have golden color.